Event description:
Pt reported a loss of therapeutic effect. When the device was on, there was no stimulation sensation. The pt was implanted in (B) (6) 5 years ago with a non-rechargeable device. She did not have a physician in the us.

Manufacturer narrative:
(B) (4).